Event description:
Implant site infection was reported. It was also reported that there was redness and swelling noted at the site and the patient reported "popped boil last night", no active drainage was noted. Patient complains of pain since then. The patient is being treated with antibiotics and the system is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.